Event description:
It was reported that a motor movement error, identified as malfunction 9, occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and confirmed that the error did not recur. The customer was informed to continue using the pump and to call back if the malfunction reappears.